Event description:
The patient developed a pump pocket infection and had to have his pump removed. It had not been replaced. The medication being delivered via the device system was compounded baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.